Event description:
It was reported that there was a loudspeaker error, it is unknown if there was sound. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
In this case, it was reported that there was a loudspeaker error, it is unknown if there was sound. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.